Event description:
Customer reported pt inform system blood glucose result of 532 mg/dl, lab result of 226 mg/dl within 10 mins. Pt was treated based upon inform result, lost consciousness, required further treatment to reverse original treatment. Both treatments unk. A request was made for return of the system, replacement was sent.